Event description:
Fluoroscopy displayed externalized conductors. The lead was capped.

Manufacturer narrative:
Analysis was normal. No anomalies found. Complete analysis could not be performed since entire lead was not returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.